Manufacturer narrative:
H10: the device was not returned. And the lot number is unknown. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was separation between the mainbody of a peritoneal dialysis (pd) transfer set and twist sleeve due to damaged threading. This was noticed during use for peritoneal dialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.